Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the housing on the cusa excel 23khz straight handpiece (c2600) was heating and the back nut was broken. No information has been provided on patient involvement, injury, or surgical delay

Manufacturer narrative:
Cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record: the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed failure analysis : investigation of the returned unit showed that the back nut was partially off, and cooling alarm observed. The housing and o-rings were replaced to meet manufacturer¿s specifications. Root cause : back nut broken and was found to be loose; possible occurrence during repair attempt. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.